Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed the device was not stored with pads attached. Therefore, the battery was drained due to the improper storage conditions. The device was confirmed to be in a not ready for use state for several weeks prior to the event. The zoll AED 3 operator's guide gives instructions on setting up and maintaining the zoll AED 3. The device should be stored with pads attached at all times. If pads are not attached, the device will fail self-tests and display a blank readiness indicator, indicating that the device is not ready for use. To ensure adequate power availability during an emergency, monitor the device status weekly or per local guidelines. Verify that the AED has passed its periodic self-test by confirming that the green check is displayed in the status indicator window. Analysis of reports of this type has not identified an increase in trend.